Event description:
It was reported that a balloon rupture occurred. A 3.5mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at 30 seconds. The device was removed using normal method without any problem. The procedure was completed with another wolverine peripheral cutting balloon. There were no complications reported and the patient was stable post procedure.